Event description:
Customer reported the system reboots on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo cable receptacle. System operates as intended.